Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient developed an infection at the pod insertion site (arm) after wearing the device for approximately 5 to 24 hours. The infusion site was described as having purulent drainage, swelling, redness, and being hot to the touch, accompanied by a reported fever and a rise in blood glucose level up to 23 mmol/l (414 mg/dl). The patient was taken to (B)(6) hospital - paediatric service on (B)(6) 2026, and diagnosed with swelling and infection of the pod site. The patient was treated with intravenous antibiotics and prescribed oral antibiotics to continue following discharge. The patient was discharged the following day, (B)(6) 2026. It was reported that the patient resumed insulin therapy using a new pod placed at a different site. The pod involved in the event was reportedly discarded.